Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user had received from his dario meter a bg reading of 150 mg/dl in the morning and a bg reading of 86 mg/dl in the evening. The user also stated that he had gone to his doctor as a routine appointment. Due to the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, dario's representative followed up with the user, who reported that the new cartridge of strips was reading in range for him. The user, however, requested that dario follow up with the user in another week, since the user's original issue occured a week after opening a new strip cartridge. After a week passed, an attempt was made to follow up with the user however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On september 7th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving high bg readings one week after opening the strips cartridge. The user also stated that he informed his doctors regarding the high readings.